Event description:
It was reported that the t-wave oversensing (twos) was observed only when the patient exercises. It was further reported that the patient received an inappropriate shock due to the twos. The physician adjusted the right ventricular (rv) lead sensitivity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011. (B)(4).